Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of issues transmitting information from the controller to the system monitor was confirmed via evaluation of the returned heartmate 3 system controller (serial number: (B)(4)). The controller did not pass the preliminary test due to not communicating with the system monitor. The controller¿s white power cable was manipulated during testing with no effect. The controller power cables were replaced with test power cables and the issue resolved; the controller was communicating with the power module/system monitor appropriately. The controller was then functionally tested and passed without any issues. The white power cable of the returned controller was opened and inspection of the underlying wires revealed that the wire associated with the communication line was broken; this prevented the controller from communicating with the system monitor. The log file downloaded from the returned controller contained approximately 3 days of data ((B)(6) 2022 and (B)(6) 2022 per the timestamp). The driveline was disconnected on (B)(6) 2022 at 16:33:11 to exchange the controller. The log file did not capture any notable events that were associated with the reported event. The pump maintained a speed above the low speed limit throughout the log file. The root cause of the reported event was determined to be the wire associated with the communication being broken; however, the cause of the wire being broken could not be determined. Incidental findings: broken strain reliefs on the connectors of the white power cable and the black power cable. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(4), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller was shipped to the customer on 29apr2021. Heartmate 3 patient handbook (rev. D) section 6, entitled "caring for the equipment", describes the importance of protecting the system controller power cables from kinks, sharp bends, and repeated bending. Heartmate 3 patient handbook (rev. D) section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller and the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook (rev. D) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that when the left ventricular assist device (lvad) was interrogated, controller failure was noted. Information from the controller could not be obtained when connecting the patient to the power module. The team tried a different power module and system monitor with no success. The controller was exchanged and the issue resolved. Related MFR#: 2916596-2022-14983.